Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Without the device returned for analysis and specified failure mode, a conclusive cause could not be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose device referenced in b5 is filed under a separate medwatch report number. Medwatch report attached d4: the UDI number is not known as the part and lot number were not provided.

Event description:
User facility medwatch report received that states: "as reported by the (B)(6) field clinical specialist, right common femoral access was achieved and the 1st perclose was deployed without issue. A 2nd perclose deployed with uncertainty. A 11fr sheath was used after percloses were deployed to control bleed back. An (B)(6) 16f sheath was prepped in standard fashion, as was the 29mm sapien 3ultra resilia. The (B)(6) esheath was advanced without issue. A 29mm valve was advanced and deployed without issue. Upon sheath removal they attempted to tighten down the perclose and noted that hemostasis was not achieved. An attempt was made with additional perclose without success. A femoral cutdown was performed with a direct closure of the common femoral. Patient was stable and transferred for post management care. There was no allegation of any (B)(6) device that caused the event. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"."